Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted multiple call service alarms after each infusion set change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 3/17/2014 with the following findings: a review of the black box showed call service alarms with high force due to an occlusion during prime on 01/19/2015. The time and date was accurately set at the start of investigation. During testing, the pump rewind, load, and prime steps were performed with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The call service issue was unable to be duplicated during investigation. There was no defect found.